Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through psr on 23-apr-2013.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having left side moderate breast pain. Patient reported items which were termed as various injuries by allergan nurse specialist. Healthcare professional later reported a left side rupture. The device remains implanted.

Event description:
Healthcare provider additional reported "patient reported they started experiencing severe pain to their breast radiating down arm and thought they were having an mi. Patient went to an osh for workup and had negative cardiac evaluation. Patient had breast MRI that displayed intracapsular rupture.